Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and reported that the power supply was not functioning properly and was not charging the batteries. The fse replaced the power supply and completed the repair with full calibration. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not charge batteries. Potential bad power supply. The iabp will run without issue on battery however the batteries will not be charged. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.